Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Customer was able to use the existing cartridge and needle and fill the cartridge. Customer¿s blood glucose was 200 mg/dl. In addition, it was reported that a minimum fill notification occurred after filling a cartridge with 250 units of insulin. Reportedly, the customer loaded a new cartridge to resolve the issue.